Event description:
Patient's caregiver reported therapy cable became caught in vehicle door when patient was entering truck causing damage to the therapy cable. Patient currently without a functioning therapy cable. Wcd role in the event is pending evaluation of to-be-returned device.